Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow up in clinic, inadequate capture and low pacing impedance were noted on the right ventricular (rv) lead. A dislodgement of the rv lead was confirmed via x-ray. The rv lead was replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event.